Event description:
It was reported that there were high left ventricular thresholds at implant, and that the thresholds had increased even more. Unipolar programming was to be attempted to see if thresholds would improve. It was also reported that left ventricular sensing values appeared, despite the device's inability to allow left ventricular sensing. Both lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.